Event description:
It was reported to philips that there was a communication issue with the generator at startup, and an error message was displayed on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed a restart to improve the situation and issued a repair quotation for recurrence. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).